Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to troubleshoot but ultimately removed the pump. Upon restarting an occlusion alarm occurred again and troubleshooting was completed with tandem technical support and no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.